Event description:
Information was received from a patient who was implanted with a neurostimulator for bowel dysfunctional/ sacral nerve stim and gastrointestinal/pelvic floor. It was reported that she had problems with leakage just like she did before the implant in the last two days. She had no symptom controlled and there was no urgency, no warning. It was indicated that the first week, she tried turning stim up, it hurt where she urinates, so she turned it back down. The therapy was on and she was on program 2 at .5v. There was no emi or medical procedure related to the event. She was not instructed to keep a voiding diary.

Event description:
Follow-up with the patient determined that the return of symptoms has not yet resolved, however the patient is still trying program and setting adjustments. The patient is also working with her healthcare provider (hcp) to achieve her desired results. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.